Event description:
It was reported that during an unknown procedure, both devices malfunctioned. First device worked for a short time and then quit working. Second device was used and customer reported failure. Unknown if any error codes were present. Another device used to complete case. There was no patient consequence.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the devices (a and b) were returned with the blades gouged and cracked. The devices were tested with a generator and an instrument error code 5 was received. The identified blade damage may have occurred from external contact during pre op or general use. For this reason, the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.